Event description:
It was reported that there was foggy image.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker great britain the technical service report indicates: reported by the customer: burn mark on scopes p/n: 0502104030 s/n: 1907073 summary of evaluation: fault found as per reported- burn mark on scope cloudy and blurry image qip: 0082 exchange / replacement required- yes the reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.